Event description:
Customer stated seven bags had unknown adherent particles that could not be removed at the time of inspection. As it could not be ascertained whether they were inside the bag, or within the bag material. This was found prior to fill.

Manufacturer narrative:
Baxter medical assessment: this is case of particulate matter in, on, or embedded within the material of 7 cryocyte bags prior to fill. As in all cases of foreign particulate matter in a cryocyte bag there is additional risk to the patient regarding sterility, infection, and/or an additional adverse reaction. An attempt should be made to determine the contents and source of the particulate matter. Md, medical director.